Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a robotic laparoscopic lobectomy, on stapling lung tissue, the stapler was able to fire. The yellow shipping wedge broke off and fell into the patient's cavity and was retrieved with a grasper. There was no patient injury.